Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." (B)(6). Remains implanted.

Event description:
Patient underwent a fracture fixation procedure two days post-implantation due to periprosthetic fracture of the acetabulum and pain. A bone graft and cage were implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a hip revision procedure two days post-implantation due to periprosthetic fracture of the acetabulum and pain. During the procedure, all components were removed and replaced. A bone graft and cage were also implanted.